Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer powered off and would not restart. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not power on. Power supply found out of electrical specification. Analysis also found the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.